Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was 269 mg/dl and the patient got treated with manual injection. No further information is available.